Event description:
Initial reporter indicated that their programming wand "has loose connection. She changed the battery, but the problem was not resolved." Good faith attempts are being made for the product return for product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.